Event description:
Medtronic received information that during the implant of this 30mm mitral annuloplasty device, there was a "poor forming effect". It was also reported that there was no alleged product issue. The device was explanted and replaced with an annuloplasty product of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.